Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's s1 drg lead had migrated. X-ray imaging confirmed the issue. In turn, the patient underwent surgical intervention wherein the lead was explanted and replaced to address the issue. Effective therapy was established postoperatively.